Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had air bubbles in their reservoir. The customer's blood glucose was 179 mg/dl at the time of incident. The customer stated the air bubbles were the size of a pea. The customer stated the insulin was not stored a room temperature. Customer also reported the insulin pump was not rewound with the reservoir in place. The customer declined to return the reservoir for analysis.